Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. A 16 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the stent shaft was broken. No further event details were provided.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause of cause not established. This code was selected as the most probable cause based on the information available. The product record review confirmed that this is not a new failure type, and the risk is anticipated. There was no evidence of a manufacturing issue or design issue which could have caused the complaint. Based on this event review and details provided it was not possible to determine whether procedural technique, patient anatomy or another factor may have contributed to the shaft break occurring during the procedure.

Event description:
It was reported that shaft break occurred. A 16 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the stent shaft was broken. No further event details were provided. It was further reported that the 90-95% stenosed target lesion was located in the proximal left anterior descending artery, with mild to moderate calcification which was not clear on angiogram. Additionally, the device shaft was broken during attempts to cross the lesion. The procedure was completed with a non-boston scientific device. During procedure, a non-bsc guide catheter was also used. The patient was fine post-procedure.